Event description:
It was reported that the customer received a motor error alarm while priming the insulin pump. Customer tried to give a bolus but found out that no insulin was delivered and the screen displayed rewind complete. Customer's blood glucose was 220 mg/dl. Customer also stated being unable to exit the "preparing to prime" loop. Customer reported wearing a dexcome sensor and it does not read on the mdt insulin pump. Advised the customer to discontinue use and revert to back-up plan per health care professional's instructions. Advised the customer that the insulin pump would be replaced. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.